Event description:
It was reported that during a gastrectomy procedure, the device was used at the duodenum. The staples of the sample side were malformed and some staples were unformed at the first firing. The staples of the other side formed properly. The doctor commented that the device worked properly as usual. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was rec'd in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that the device was twisted or torqued before closing on the hook latch. This will cause the tissue retainer to misaligned with the anvil resulting in some staples to miss the anvil pocket and not form at all. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record was performed and no anomalies were noted during the mfg process.